Event description:
On or about (B)(6) 2014, a patient had a b. Braun venatech filter implanted in the inferior vena cava to prevent pulmonary embolism while and after undergoing bariatric surgery. On (B)(6) 2014, patient underwent a CT scan to determine the position and location of its filter. Its filter migrated toward the heart and became lodged on the threshold of the right atrium of the patient's heart. The device had tilted sideways causing disruption of blood flow. The legs of its filter have punctured surrounding tissue and organs near the liver.